Event description:
It was reported that the patient was not feeling well and was complaining of pain on the left side. An echocardiogram was performed and it was determined that the lead had perforated the atrium. The patient had symptoms associated with atrial arrhythmia. The lead was repositioned.

Manufacturer narrative:
Na